Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage on one of the grips molded insulator. No additional damage was observed. The instrument was tested for electrical continuity and passed. The root cause of molded insulator thermal damage is attributed to user. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have burn mark on the plastic part of the instrument jaw. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.